Manufacturer narrative:
At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation, and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The distributor, (B)(4), reported an issue with the 4.5mm poplok suture anchor, item # ckp-4500, lot # 1062136 that occurred on (B)(6) 2020, during a rotator cuff repair involving a (B)(6)-year old male at (B)(6). It was reported that during rotator cuff repair surgery, a surgeon made a pilot hole using a y-bp28, and inserted an anchor. In the middle of inserting the anchor, a small piece of anchor was found, and they removed it using a forceps. The surgeon removed not only the piece, but the anchor so that surgery is successfully completed without any failure due to the small piece. It is indicated that there was no impact or injury to the patient, patient's condition is good, and the procedure was successfully completed using another ckp-4500 poplok with a reported 4-minute delay. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence since the fragment, although found in the patient, was removed.

Manufacturer narrative:
The reported complaint of device breakage is confirmed. A visual examination of the returned used device ckp-4500, found the anchor implant broken and still attached to the shaft. The shaft driver is damaged (bent), most likely due to excessive force. The device trigger was pressed in as well. The visual evaluation was performed per the assembly print for ckp-4500. Excessive twisting forces may have attributed to this failure. The manufacturing documents from the device history record have been reviewed and found no abnormalities that would contribute to this issue. A two-year lot history review was conducted and found no other similar events reported for this lot number. A two-year review of complaint history for this device family and failure mode, revealed there has been a total of 24 complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. The user is also advised that preoperative and operating procedures, including knowledge of surgical techniques and proper selection and placement of the implant are important considerations in the successful utilization of the device. The surgeon must choose proper implant size based on specific procedure and patient history. The IFU also advises the user to avoid lateral loading when inserting the anchor and to maintain proper alignment during insertion and disengagement of the device from the driver. Breakage of the poplock knotless suture anchor is possible if: a) the bone punch is not inserted to the proper depth. B) the poplock knotless suture anchor anchor is not properly aligned with the pilot hole. C) the poplock knotless suture anchor inserter is used for prying. This issue will continue to be monitored through the complaint system to assure patient safety.